Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/13/2014 with the following findings: alarms observed in the black box data were indicative of the event described in the initial complaint. Upon visual inspection, the display screen was observed to be fully functional and illuminated; the reported event was not duplicated during analysis. The pump cover was removed, and evidence of moisture or damage on the display screen was not observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen went blank after changing the pump¿s battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.